Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for the reported item in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. The shr indicated the reporting customer received {three lots} of this item number in the six months prior to the procedure. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo port product family and the failure mode, "occluded - port removed." No adverse trend was indicated. The customer's reported complaint description cannot be confirmed since no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident, however the end user hospital has indicated that the patient experienced fibrin sheath formation. The directions for use packaged with the bioflo port lists fibrin sheath as a possible complication as it states: " - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. " (B)(4).

Event description:
As reported, bioflo port placed on (B)(6) 2017 was removed on (B)(6) 2017 because of fibrin sheath formation near the tip of the catheter causing occlusion. There was no injury incurred by the patient. The used device will not be returned to angiodynamics.